Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips remote service engineer (rse) called and confirmed that the system doesn¿t start. Rse made the system boots up at 00:00 but does not continue. Review of system log files identified structural soldering issues on f-chip. Restarting the power has did not help. However, turning off and back on the power managed to fix the problem. Rse notified the customer that there was a startup failure with the graphics board component in the computer that drives the flexvision monitor. As a result, rse stated that on-site service is necessary. The customer disagreed, telling rse that they were only interested in observing. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.